Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing came apart. The insertion site was left abdomen. The location of detachment was quick release/site connector. The infusion set was in use for three (3) days. No further information available.